Event description:
It was reported during implant, that the left ventricular (lv) lead could only find an acceptable threshold in a proximal portion of a vein that was large and there was concerns with the stability of the lv lead. The lv lead was removed and a different lv lead model was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was kinked/buckled and the lead appeared damaged at implant.